Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 408 mg/dl, for which she treated with a bolus delivery, and the belt clip for her insulin pump broke at the metal part. The customer stated she drank a soda at a restaurant, which was why she experienced a high blood glucose. Nothing further was reported.